Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. The broken blade tip was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).